Event description:
It was reported that the user changed their dexcom g7 sensor and observed a blood glucose of 89 mg/dl on the app, but the sensor failed to pair with the ilet, resulting in intermittent communication and pairing failure limited to the ilet; troubleshooting and education on toggling and re-pairing were completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure between the cgm and the ilet, with involvement of the electrical and magnetic system and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.